Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted because the previous location was not functional. The patient was implanted with a new pump. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.